Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead exhibited a high pacing threshold. The lv lead was not used and was replaced with a left bundle branch lead. The patient remained in stable condition.